Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation has yet to be complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure using an xi system, the customer called to report that the surgeon was unable to use monopolar. The customer had attempted to swap out the instrument cable and scissors, but the issue persisted. The technical support engineer (tse) reviewed system logs and confirmed multiple c-34 errors on the integrated electrosurgical unit (iesu). The tse suggested changing the setting from "swift" to "classic" and adjusting the energy output as a possible workaround. Meanwhile, the surgeon continued with the case using fenestrated bipolar forceps and a synchro seal instrument. The customer informed the surgeon of the potential workaround and considered trying it if monopolar usage was needed. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site did not proceed with the same iesu after changing to ¿classic¿ mode. An external generator was used during the procedure, as the original erbe iesu was not usable due to failure of the energy outputs.